Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: we were made aware that the ccu was intermittently losing a signal to the monitors during a case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be (1) camera head failure (2) loose or defective hdmi used (3) issue with hub or monitor used the product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.